Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on event date at 10:50 pm. He also mentioned feeling dizzy, lightheaded, sweaty, and had no patience after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. It was determined that the test strip was drawing the sample into the test area and the pt's testing technique for sample application was reviewed to be correct. The issue was resolved when a retest was performed with a strip from a new vial. This complaint is being reported because the pt claimed that he experienced symptoms suggestive of hypoglycemia after the reported issue began. The issue was not resolved with the subject strips, however, it was resolved with a test performed with a strip from a new vial. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.